Event description:
The device was used during an appendectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.